Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unsuccessful at loading insulin into 3 cartridges. After using all new supplies (cartridge, syringe and needle), the contact loaded the cartridge and resumed insulin delivery. The contact could not verify if the needle tip was compromised. The customer's blood glucose level was not impacted.